Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported the disposable exhibited a leak at the connection site of the extension set. No adverse patient effects were reported by the customer.